Manufacturer narrative:
This follow-up report is being submitted to relay corrected information:

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated. Report source: (B)(6). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned instrument shows signs of repeated use and the tip is fractured. The sem analysis of the returned device suggest the fracture origin may have begun near the corners of the threaded post and the "t" section and travelled across the central area at different angles. The fracture appears to be an overload fracture possibly originating at the junction of the cylinder and "t". Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that the threaded tip of the impactor fractured during the procedure. No pieces fell into the patient and another impactor was available to complete the procedure without a significant delay.